Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion may have been procedure related. Per the IFU cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure a pericardial effusion occurred. During mapping of the left ventricle, near the anterior and septal region of the apex the livewire catheter perforated the left ventricle wall. The procedure was continued as the patient remained stable to complete the ablation procedure. After the procedure the effusion was diagnosed with fluoroscopy and confirmed with echocardiography. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott device.